Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was pt stated their controller wouldn't turn on. Pt clarified the controller went blank midway through charging the implant and pt tried plugging in to ac power and resetting controller already, but the screen wouldn't turn on. Pt stated the issue happened this weekend. Pt plugged controller in without li battery and reported the screen turned on. Pt then reinserted li battery and reported the screen stayed on and green light started blinking. Pt unlocked the controller and reported both controller and implant battery were low. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from a patient (pt). Pt called back and said they are still having issues with charging their implant. Pt said that "software problem" and "system problem m04" messages have been also appearing while charging their implant. Pt said that their implant battery has now depleted and they are experiencing pain in their left hip because they are unable to charge. Pt saw no visible damage to recharger or controller port. Pt said that they previously looked inside the controller and all the contacts looked okay in there. A replacement recharger (rtm) was sentout to the patient.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6), implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4), this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.